Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon eval, the power brick was found to be defective. The root cause of the defective power brick cannot be positively identified. No adverse event resulted from the defective power brick. The pt received a replacement battery charger/modem.

Event description:
A territory manager (tm) contacted zoll customer support after a pt service rep (psr) returned a battery charger/modem that was issued to an (B)(6) year old female pt. The battery charger/modem would not power up. The pt was issued a replacement battery charger/modem.